Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force being applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Physician alleges that during a peripheral vascular intervention the tip of the diagnostic catheter detached within the patient's right superficial femoral artery. The physician had acquired left ipsilateral retrograde common femoral artery access, and during catheter manipulations over a stiff wire within the right superficial femoral artery the catheter tip detached. The physician states that he may have been pulling too hard on the catheter during manipulations. Contralateral access was then acquired and the catheter tip was retrieved from the superficial femoral artery with a snare via the contralateral right common femoral antegrade approach. Another catheter was used to successfully finish the peripheral procedure.

Manufacturer narrative:
A review of this MDR identified incorrect information provided in box b7. Information regarding the patient's preexisting conditions was not provided in the original report.